Manufacturer narrative:
A medtronic representative inspected the imaging system onsite and confirmed the issue. The representative installed a new switch assembly and dongle. The issue resolved. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts have returned to the manufacturer for evaluation.

Event description:
A site representative reported that, while outside of a procedure the imaging system was 'struck' and now the key is bent. The system has limited motion. There was no patient present when this issue was identified.